Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
Follow-up #1 date of submission 02/01/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the data from the time of the reported incident is unavailable for review due to continued pump use. A review of the current total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation also revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
The reporter, the patient's mother, reported that for two days the patient obtained low blood glucose readings in the morning, ranging between 40 mg/dl and 50 mg/dl. At that time, the patient experienced the symptoms of sweating, weakness and shortness of breath. The patient was treated by the school nurse with food to alleviate his symptoms. The reporter noted the patient had been sick with the flu recently. No troubleshooting could be done, as the pump was not available at the time of the call. This complaint is being reported as the patient experienced symptoms suggesting severe hypoglycemia while using the pump and received emergency treatment with food.